Event description:
The sensor migrated and no readings have been possible with the patient electronic unit(peu) or hospital electronic unit (heu). X-ray measurement confirms distant sensor to spin 15 cm. Another sensor was implanted.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The signal acquisition issue was caused by an angle of the sensor in relation to the patient electronic unit where a signal could not be made.

Event description:
The sensor migrated and no readings have been possible with the patient electronic unit or hospital electronic unit. X-ray measurement confirms distant sensor to spin 15 cm.